Event description:
It was reported that the cuff could not inflate. There were no patient harm or adverse events reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number. Reference mrn 3012307300-2025-03990-00 for details pertinent to this event.